Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, bso, cystocele and rectocele due to pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy due to pop, sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, vaginal scarring and other. It was reported that on (B)(6) 2013: patient underwent mesh removal. Reason: recurrent sui, pain, infections. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.